Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The blood glucose value was 6.8 mmol/l. Customer stated that the display did not return after insulin pump restart. Customer stated that the screen was white and then blank display occurred. The product will return for the analysis.

Manufacturer narrative:
Device passed all relevant tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted. (B)(4).